Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that their battery only lasted six months. They thought it was a defective device because they felt it should have lasted longer than six months. The implantable neurostimulator (ins) was great for over a month and was working, but then they got gastric paresis with nonstop vomiting. They would get the gastric paresis one to two times a week and would need to change back to a liquid diet. The device was replaced on (B)(6) 2017. No further complications were reported/anticipated.